Event description:
Pendant sparked.

Manufacturer narrative:
It was reported that there are exposed wires which caused a spark. No injury was reported. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.